Manufacturer narrative:
(B)(4). During evaluation of a returned amia device, a low priority alarm 30176 (therapy phase maximum air exceeded) was identified in the device log files. Visual inspection was performed with no issues noted. Returned instrument testing evaluation (rite) including functional and electrical testing of the device was performed. A therapy was performed on the device and no abnormal issues were observed. Low priority alarm 30176 was not duplicated. The assignable cause of low priority alarm 30176 was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia device, a low priority alarm 30176 (maximum air exceeded) was identified. Low priority alarm 30176 occurs when 50 ml of cumulative air is detected in the patient line for a particular phase. The event occurred on (B)(6) 2016 at 02:08. No additional information is available.